Event description:
Patient presented to the emergency department after the implant procedure with difficulty breathing. Imaging was performed, revealing a hematoma at the neck incision site. Physician brought the patient into the or, evacuated the hematoma, and closed. Patient to continue previously prescribed postoperative antibiotics.